Event description:
The facility reported a colleague infusion pump with the reported condition of an inoperative "open" button on the channel b keypad. It is unknown in which care area this event occurred. The failure occurred before use of the device. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.48.92.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it was determined that the cause of the reported condition was due to a faulty pump head module. The pump head module was replace to correct the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during sample evaluation. The channel b keypad was replaced to address the reported condition. A follow up report will be submitted if any addition information become available. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.